Event description:
As reported on (B)(6) 2010, pt underwent a laparoscopic cholecystectomy on (B)(6) 2010. For this procedure, the surgeon used a tissue retrieval system (anchor (B)(4)) to remove the gallbladder from the surgical site. Even though the surgeon reflects in his operative notes that all of the trocars were removed under direct observation, no one in the operating room perceived that any part of the device had been left behind. Further reported by the hospital representative: pt laparoscopic cholecystectomy on (B)(6) 2010 was performed with no apparent complications according to the operative notes. Pt suffered from significant and persistent abdominal pain. On (B)(6) 2010, pt was seen by a surgeon and was ultimately referred for a CT-scan. On (B)(6) 2010, the scan revealed the presence of a foreign object in the pt's abdomen. The pt was scheduled for surgery on (B)(6) 2010, for which the foreign object was removed. The foreign object was later described as a metallic object, which was later determined to be part of the tissue removal device that apparently broke during the (B)(6) 2010 procedure unbeknownst to the surgical team. On (B)(6) 2010, pt underwent a diagnostic laparoscopy and laparoscopic removal of a metallic foreign body which turned out to be the metal portion of the tissue retrieval system used in the original lap chole surgery. Adhered to omentum and to the anterior abdominal wall. Suffered from significant and persistent abdominal pain. According to the surgeon, the foreign body was removed with dissection and releasing of adhesions. It appeared to have fractured into two pieces which were removed through the port which had been placed for the surgery; the full assembly was left inside the pt.

Manufacturer narrative:
The pictures taken by the medical center show the assembly with clear pictures of the arms, but the rest of the assembly is partially covered in tissue. One of the arms is broken from the assembly, but this may have been a deliberate break when removing the assembly to allow the parts to pass back through a 10 mm trocar. It is believed from the pictures that the product is a (B)(4), although there are no records in the hospital system of lot numbers for this product. Destructive testing was conducted using a lloyds pull tester on the retained sample of trs100sb2 (which is presumed to be the correct lot number based on records that this lot number was delivered to the medical center before the date of the first surgery) and results for the arms-to-handle and introducer tube-to-holder assemblies pulled apart at levels that greatly exceed the force required for a normal handle pull. The risk analysis tests show a low 9 lbs force required to pull a normal assembly out from the trocar. The pieces after the destructive test show the plastic retainer still attached to the two arms, the spring, and the toggle, all still a complete assembly. It is possible that the retrieval bag already containing the gall bladder and the complete arm assembly, was pulled out from the pt through the trocar without dismantling the system per instruction, thus creating a stop to the arm assembly passing through the trocar. It would not be unreasonable, though unlikely, that in this condition, enough force capable of breaking the instrument could be applied; however, anchor's investigation could not explain the ability of the user to separate the stainless steel arms and assembly from the retrieval bag without deliberately removing them from the bag. The stainless steel arms are contained within the top section of the bag and for them to come free requires a deliberate action to remove them from the bag. The arms are not free to fall from the bag as they are contained fairly securely within the bag. No definitive conclusion can be drawn at this time, but the likely supposition is user error considering the force required to break the handle and the highly improbable scenario that the arm assembly separated from the retrieval bag.